Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the defective u24 on the sensor board created the vent inop 9001 error code. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The philips service engineer reported during testing the device powered up vent inop. No pt involvement.